Event description:
The following has been reported: "pump failure while delivering selected volume to be infused. A whole paracetamol is administered instead of the predetermined dose. Consequence: incident that has reached the patient and requires monitoring and/or intervention to confirm that it has not caused harm to the patient." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed but data is insufficient to confirm the reported event. The reported device was received in brézins for investigation. Nothing was found during external and internal check. Several functional tests were carried out and specifically flow rate accuracy. All performed successfully and values were compliant with IFU specifications compared to settings. The reported event could not be reproduced. There was no technical or functional issue that could be identified for this device which worked as intended. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.